Manufacturer narrative:
Company comment; the serious events of vascular occlusion, vascular injury and the non-serious events of bruising and discolouration at implant site were considered expected and possibly related to the treatment procedure. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection or vascular injury leading to vascular occlusion and its manifestations. Potential contributory factor includes injection technique. The sculptra was used off-label in the preauricular area. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. To date, this is the only case report received for this lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-feb-2026 by a nurse practitioner concerning a 74-year-old female patient. The medical history of the patient included allergy to codeine and cardiac history of stent placed in aorta for aneurysm. Concomitant medications included atenolol [atenolol], atorvastatin [atorvastatin], omeprazole [omeprazole], avastin [atorvastatin calcium] and asa [acetylsalicylic acid] 81 mg daily. The patient had previously received treatment with 1 vial of sculptra from another provider. On (B)(6) 2026, the patient received treatment with 1-2 ml of sculptra (lot 5j2691, expiry date 31-may-2028) to preauricular and cheek area using 25g 1.5-inch needle with fan technique by the reporting hcp. Two vials of sculptra were diluted with each 7 ml of sterile water [water for injection] and 1 ml of lidocaine [lidocaine]. The sculptra was injected to pre-auricular area (off label use of device). On the same day, the patient also received treatment with botox [botulinum toxin type a] to glabella, frontalis, nasalis, depressor anguli oris and crow's feet, which was performed prior to the sculptra treatment. While withdrawing the needle from the first insertion point, the hcp noticed red, petechiae like reaction (implant site discolouration) without blanching. The hcp stopped the injection, applied heat, flushed the area with normal saline [sodium chloride], and applied pressure, which caused the redness to spread more laterally across the patient's face. The hcp consulted with an ent physician who believed it was a vascular occlusion (vascular occlusion). They applied nitropaste [glyceryl trinitrate] and treated the patient with 325mg of asa. On the morning of (B)(6) 2026, the hcp evaluated the patient and the area appeared better, almost like a deep bruise. The surrounding tissue showed an appropriate capillary refill of less than 3 seconds. The hcp also consulted a cosmetic dermatologist who suggested the hcp might had nicked the transverse facial artery (vascular injury) while injecting and this was more of a bruising (implant site bruising) event. The hcp reported that the adverse events were resolving. Outcome at the time of the report: vascular occlusion was recovering/resolving. Red, petechiae like reaction was recovering/resolving. Bruising was recovering/resolving. Nicked the transverse facial artery was recovering/resolving. Sculptra was injected to pre-auricular area was recovered/resolved.